Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was not in the clinical use at the time of event occurrence. The philips remote service engineer (rse) analyzed the system remotely and identified that the network power switch was not receiving power, causing loss of network communication between the system pc and the other cabinets. The biomedical engineer replaced the network power switch to resolve the issue and restored normal system functionality. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. No harm was reported to philips. Philips has started an investigation of this complaint.